Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Failure analysis investigations confirmed but not replicated the customer reported complaint. The sureform 45 stapler instrument was found to have several engagement failures with error code 22020. However, the failure was not replicated during in-house testing. The instrument passed initialization during all three attempted installations. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired using a green 45 reload. Visual inspection of the instrument found no external physical damage. The housing was removed from the back end with no obvious damage observed. The root cause is not determinable/applicable. While the instrument was installed on the in-house system, the roll motion moved intuitively. However, manual articulation of the main tube found there to be friction or resistance during rotation. The difficulty of manual articulation is caused from the main bushing within the housing being out of specification. The root cause for this failure is attributed to manufacturing. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the sureform 45 stapler instrument moved with unintuitive motion. An unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 45 stapler was not moving in the right direction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (da vinci coordinator) to obtained additional information; however, the customer could not provide any additional information.